Event description:
It was reported that the analyzer "crashed" while in use on a patient. It was further reported that it was used later in the week, where it worked fine. In addition, it was recently tested on an external pulse generator and seemed functional. There were no patient complications. Further information reported that the analyzer could not get signal/marker channels. The cables were swapped out, and there was still no signal. The programmer was swapped out, and then it worked. The analyzer was subsequently returned with a report that it was connected to a patient's leads, when it suddenly lost the ability to sense and pace. Lead testing could not be performed, so another programmer/analyzer was used. There were no issues or harm to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Pins found damaged on the patient input connector.